Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data:

Event description:
It was reported that all the docking station lights turned on which caused the handheld and docking station to power off with an audible alarm. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was disassembled and component u21 (current limiter ic)on the instrument board was found to have failed. The instrument board was replaced and the unit functioned as designed.